Manufacturer narrative:
Correction to include product problem as well as adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 19-dec-2014, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (26 mg/ml at an unknown dose) and bupivacaine and clonidine at unknown doses and concentrations via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the hcp prepared for a pump replacement, but noticed that the pocket was infected, so explanted the catheter and pump. No environmental, external, or patient factors were reported to have caused this issue. The issue was not resolved at the time of the report. The patient was reported as "alive - no injury." There were no further complications reported at this time.